Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks due to an atrial originated arrhythmia resulting in therapy exhaustion. Following review of the episode, technical services (ts) noted that after one of the shocks, a change in ventricular rhythm occurred, which momentarily escalated into the ventricular fibrillation (vf) zone and was successfully converted by a subsequent shock. No additional adverse patient effects were reported. This device remains in service.